Manufacturer narrative:
The investigation is ongoing. Additional information will be provided upon conclusions of the investigation.

Event description:
Arjo was notified about a complaint involving citadel bed. The facility in us reported that "bed appears to be wobbling when raised and something is loose." This bed was used with the patient and when this issue was observed, arjo representative was called. The bed was returned to arjo service center and the device evaluation revealed that radius arm detached from the bed's frame and the safety side rail was damaged. The bed platform could not be lowered or raised. There was no injury or other medical consequences reported.

Manufacturer narrative:
Following information reported by (B)(6) hospital (B)(6) in the us, the citadel bed was not stable. This bed was used with the patient, however no injury or other medical consequences were reported. The bed was returned to arjo service center and the device evaluation revealed that radius arm detached from the bed frame and as a consequence the bed platform could not be raised or lowered. The involved bed was manufactured on 10 nov 2017. This device has undergone an internal inspection at the manufacturer site before being placed on the market. The results of the inspection were documented in the device history record. This file has been reviewed and no anomaly was found that would affect the bed stability. Additionally, the bed was inspected before the rental period on 18 jul 2019. There were also no deficiencies found. The review of post-market surveillance data and investigation carried out in terms of radius arm detachment revealed that the radius arm would not detach when the bed is handled in accordance with the instruction for use. The simulations showed that two potential situations can lead to this malfunction. The first one when the backrest is locked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limit, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm. Despite the fact that the information regarding circumstances of the malfunction occurrence was not available, the investigation results allowed to conclude that one of the scenarios mentioned above might lead to the reported radius arm detachment. To sum up, the citadel bed was used with the patient when the radius arm dislodged from the bed frame, therefore this device was involved in the reported event. The customer allegation was confirmed, during bed evaluation, therefore it can be stated that the bed did not meet the manufacturer's specification. The investigation carried out at the manufacturer site allowed to determine that the radius arm detachment can occur when the bed is handled not in accordance with the instruction for use. Although no adverse events occurred, the complaint decided to be reportable due to malfunction - the radius arm detachment which may lead to the bed collapse and hazardous situation when the patient would be placed on the bed.

Manufacturer narrative:
The involved bed was manufactured on 10 nov 2017. This device has undergone the internal inspection at the manufacturer side before being placed on the market. The results of the inspection were documented in the device history record. This file has been reviewed and no anomaly was found that would affect the bed's stability. Additionally, the bed was inspected before the rental period on (B)(6) 2019. There were also no deficiencies found. The investigation is ongoing. More information will be provided to the next follow-up report.